Event description:
Delivery sequence of stacked shocks: defibrillator shock at 200 joules and then 300 joules; would not deliver at 360 joules. Monitor showed "check leads". Pt shocked with "bls AED".